Event description:
It was reported that a spectrum pump alarmed "close door" when the door was closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported close door alarms, caused by excessive force being required to close the door. This was caused by cracked bosses in the front case, resulting in separation between the front case and the mechanism assembly. The front case was replaced.